Manufacturer narrative:
Follow-up #1: date of submission 03/09/2015. Device evaluation:the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: during investigation, the pump was powered on and the display was found to be dim and discolored. Unrelated to the complaint, investigation revealed that there was a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was dim. Attempt by customer support to follow-up on the matter was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.